Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that when moving his head, his hearing sensation changed. The clinician noticed that the internal device had migrated. Surgery was scheduled to reposition the device and to create a bed for the housing and a channel for the electrode lead. During the surgery, the device was fixated but it was noticed that with the new bed and channel for the array, there was tension on the reference electrode and that the tissue over the reference electrode was tight. Therefore it was decided to explant this device and exchange it for a new one.

Manufacturer narrative:
Based on the received information from the field, the stimulator housing appeared to have been dislocated from its original position. Further, in situ measurements showed fluctuating impedances over time. During device investigation, damage to the active electrode likely caused by minute device mobility was observed, explaining the reported fluctuations. During a revision surgery to re-position the stimulator housing, it was decided to explant the device due to surgical concerns and the user was reimplanted with a new device. This is a final report.

Event description:
The user reported that when moving his head, his hearing sensation changed. The clinician noticed that the internal device had migrated. Surgery was scheduled to reposition the device and to create a bed for the housing and a channel for the electrode lead. During the surgery, the device was fixated but it was noticed that with the new bed and channel for the array, there was tension on the reference electrode and that the tissue over the reference electrode was tight. Therefore it was decided to explant this device and exchange it for a new one.